Event description:
A home patient's (hp) spouse contacted baxter's technical service center (tsc) to report that the home patient had connected their transfer set to the patient line of the homechoice set during the prime cycle prior to their automated peritoneal dialysis therapy. Per the hp's spouse, the hps transfer set remained in the closed position during the prime cycle. Baxter's tsc assisted the hp's spouse in ending therapy early. No patient injury or medical intervention was associated with this incident, per the hp's spouse.